Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of an aneurysm located in the cavernous segment of the left ica (internal carotid artery). Approximately three months ago, the patient underwent pipeline embolization treatment. The patient was given aspirin and plavix post procedure. During a re-angiography, an intimal hyperplasia was discovered at the proximal edge of the previously placed pipeline device. The patient was not symptomatic and is doing fine.